Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough evaluation of the device was performed. Visual inspection noted no anomailes. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device was able to sense and shock appropriately. Detailed analysis was performed the root cause of the memory corruption was unable to be determined.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during an in-office check, this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a pd (patient data) code. Data analysis was performed which revealed memory corruption had caused the pd code, however it was noted that it was not limited to the patient data and may affect other device functions. An invasive procedure was performed. The device was explanted and replaced. No additional adverse patient effects were reported.